Event description:
Boston scientific received information in (B)(4) 2013 that this local representative contacted boston scientific's technical services (ts). According to the local representative, the physician reported that this patient's monitoring system detected a code#1003. The monitoring system data upload was analyzed by boston scientific's in-house engineering. The in-house engineer confirmed that a low voltage fault had occurred. The device's battery voltage is currently 3.021 volts and therapy delivery remains unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuation was estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point in time, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The local representative informed the local representative that the patient should be scheduled for device replacement. The patient was presented back to the electrophysiology (ep) laboratory two days later and the device was explanted and replaced without incident. The device was received at boston scientific's return products for laboratory testing.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Manufacturer narrative:
(B)(4).